Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with antibiotics (type and duration not reported). Subsequently, the abutment was removed on (B)(6) 2018 and a longer abutment was placed under a general anaesthetic.